Event description:
A review of svc data detected a reportable event. During servicing, monitor (B)(4) failed the pulse test with a svc code 203. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. During servicing, the monitor failed pulse testing with associated service code 203 - pulse test fault. The cause of the fault was isolated to out of tolerance transistors q12, q13, q16 and q17 on the defibrillator board. The root cause of the out of tolerance transistors was unable to be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this monitor did not report any deficiencies.